Event description:
It was reported that the 5mm maryland dissector instrument would not grasp. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Engineering also observed the distal end of the main tube has a .120 inch by .130 inch section of insulation missing directly above the snake wrist. Engineering concluded that the material may have been removed due to pressure against the distal tip of the cannula accessory, which may have had a sharp inner edge. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.